Manufacturer narrative:
The reagent lot number is 87776001, with an expiration date of 28-feb-2027. The field service engineer investigated the event and determined that the reported patient samples with lithium assay requests were run after the hdl assay. He decontaminated the analyzer, adjusted the main pump and gear pump pressures, and the rinse levels. He verified the analyzer's performance with successful qcs, hdl, and lithium assay test runs. The customer confirmed that the analyzer's special wash settings were set correctly. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable lithium assay results from several samples tested on a cobas c 503 analytical unit. Five patient samples with discrepant results were provided: patient sample 1 on (B)(6) 2026, the initial result was 5.6 nmol/l. On (B)(6) 2026, the repeat result was 2.1 nmol/l. Patient sample 2 on (B)(6) 2026, the initial result was 2.4 nmol/l. On (B)(6) 2026, the repeat result was 0.64 nmol/l. Patient sample 3 on (B)(6) 2026, the initial result was 2.6 nmol/l. On (B)(6) 2026, the repeat result was 0.89 nmol/l. Patient sample 4 the initial result is 2.4 nmol/l. The repeat result is 0.6 nmol/l. Patient sample 5 the initial result is 2.2 nmol/l. The repeat result is 0.4 nmol/l. The patient samples were flagged critically high, prompting the rerun. The repeat results were deemed correct.